Event description:
Per surgeon cause of pt postop bleeding failure of ethicon gia 75mm stapling device. Surgeon stated that one of several anastomoses he made was bleeding. It appeared to him that there were several missing staples from staple line.